Event description:
It was reported that caller experienced two tandem mobi cartridge alarms on separate dates, with one event resolved by changing cartridge and second event still active at time of call. There was no adverse impact to the customer¿s blood glucose level. During troubleshooting for second event, caller removed cartridge, delivered successful 9-unit bolus with understanding that insulin on board would be affected, then successfully reloaded original cartridge, resumed insulin therapy, and issue was resolved with no additional information provided regarding further outcomes.